Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer over the phone and suggested to the customer to do the ground isolation check, reseat the graphical user interface (gui) and to run the entire test. The customer reported to passed all test and will put the ventilator back to service.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the ventilator inoperable. The patient was not connected to the device at the time the event occurred.